Manufacturer narrative:
Product analysis #: (B)(4) as found condition: the echelon-10 micro catheters were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages were found with the echelon-10 catheter hub. Dried saline was found within the hub. The micro catheter body was found bent/wavy between ~18.5cm and ~13.0cm from the distal end. The proximal marker band was found undamaged. The distal marker band and distal tip were separated from the micro catheter and not returned for analysis with slight necking found at the separated end. The inner braid was found exposed, but undamaged. The micro catheter tip appears to be shaped. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.9cm and the useable length was measured to be ~ 148.1cm, which is still within specification (specification: total (ref) = 155cm; usable = 147m ± 1.5cm). Therefore, up to 0.4cm of the micro catheter tip is missing. Conclusion: based on the device analysis and reported information, the customer¿s report of catheter damage and ¿marker band dislodge¿ were confirmed. Possible causes are customer damaged during removal from packaging or during preparation or during tip steam shaping. Customer report of ¿prod damaged/deformed out of pkg¿ could not be confirmed. The tips were steam shaped, therefore the condition of the tips within packaging could not be assessed. There is an indication that the issue is related to a potential manufacturing issue, therefore a DHR review will be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the aneurysm surgery a microcatheter was used. When it was ready to be placed in place into the aneurysm, it was found that only the detachment point was developed. The tip end of the microcatheter was not developed (there was no development mark point), and the operator requested to return it. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a diameter of 7mm. No patient symptoms or further complications were reported as a result of this event. Additional information received that the report of "tip end of the microcatheter was not developed (there was no development mark point)," was clarified that under dsa, no development marks at the tip of the microcatheter were observed. This was an out of box issue. There was no damage or evidence of tampering to device packaging.